Event description:
A physician reported that a patient's device was replaced on (B)(6) 2016 because it was non-functional. Attempts to identify clarifying information were made, but no additional information has been received to date.

Event description:
It was reported that the explanted generator would not be returned to the manufacturer for analysis.